Manufacturer narrative:
Investigation summary from MDR MFR# 9615050-2024-00674 customer complaint: it was reported that, ¿the pump keeps turning off after the system loads.¿ tests: performed self test, visual inspection of device, and mechanism inspection. Self test: powered on device and found the device had arrived without a battery alarm/device log: device stored multiple uncontrolled shutdowns. Device did not store any low battery alarms before the uncontrolled shutdown. Probable cause: likely defective/worn battery, unable to verify as the device arrived without a battery and problem could not be replicated after battery was installed. Visual inspection: device arrived without a battery and battery cover, installed ICU medical csb battery and battery cover. No signs of damage to device found during visual inspection. Updated software per our piezo remediation from 15.20.0.19 to 15.20.2.1 have customer check their certificate, software settings or software versions with mednet. Device has been reset to default drug library.

Event description:
The event occurred on an unspecified date involving a plum 360¿ infuser where the customer reported that it keeps turning off after the system loads. There was unknown patient involvement, unknown adverse reaction or need for medical intervention, and unknown delay in therapy.

Manufacturer narrative:
The device is not available for investigation. The investigation is pending.